Event description:
It was reported that during reprocessing of the large needle driver instrument, it noted that the housing exhibited cosmetic damage. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation that there was any harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the label on the instrument's housing is illegible and looks bare. It was concluded that the failure mode likely occurred because small bubbles formed on the housing's material during reprocessing. A small hairline crack has formed near the grey buttons and a shiny film has deposited on the instrument's chassis. Failure analysis investigation also found that the main tube of the instrument exhibits a white residue approximately 7mm below the distal clevis. It was concluded that this likely occurred during reprocessing, while the instrument was in the sterilization tray, causing material from the housing to transfer to the instrument's main tube. The customer reported complaint does not itself constitute a MDR reportable event; however, white residue on the instrument's housing found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.